Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was being prepared for the procedure, the physician noticed bubbles in the sheath as the valve did not appear to be working properly. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Additionally, microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Deionized water was injected into the flush port, however, this did not cause the flush port to leak. However, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The reported event of air ingress was confirmed.

Event description:
It was reported that air bubbles were observed. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was being prepared for the procedure, the physician noticed bubbles in the sheath as the valve did not appear to be working properly. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.